Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturing representative. It was reported that the cause of the issue remains unknown.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient had intermittent shocking approximately two years prior to this report. The hcp reportedly fixed the issue in the operating room by wiping down the components. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.